Manufacturer narrative:
This complaint included known side effects. No malfunction was described. No new risk has been recognized.

Event description:
Gait and taste disturbance following essential tremor treatment. New information: slight numbness of the tongue was also experienced; the numbness does not impact speech or eating activities.

Manufacturer narrative:
This complaint included known side effects. No malfunction was described. No new risk has been recognized.

Event description:
Gait and taste disturbance following essential tremor treatment.